Manufacturer narrative:
Device evaluation: 1 x zebd-7-15 of lot cf1624427 number was returned to cirl open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 20th of december 2019. The returned device lab findings and observations can be referred through the attached files. A kinks were noted at the 2nd, 3rd & 5th portholes on the non-tapered end on the pigtail. No pigtail straightener was returned. There was ink applied on non-tapered end. A 0.035" wire guide does not pass the kinks. Documents review including IFU review: prior to distribution all zebd-7-15 are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for zebd-7-10 of lot number cf1624427 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf1624427. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
They try to put the stent into the guide wire but it cannot go through, so they use another new device.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
They try to put the stent into the guide wire but it cannot go through, so they use another new device.